Event description:
Medwatch report stated: "was restarting IV fluids following pt procedure. Turned pump on an received message to re-connect chamber. Chamber reconnected and the pump shut off." There was no report of patient harm or medical intervention. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.